Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their insulin pump received a low battery alert prior to the replace battery now alarm. After replacing a battery about an hour or so later it is telling him to change the battery again. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer states the battery was not previously used and the type of battery in use is energizer. Customer states the battery cap is not loose, cracked or damaged. Incident happened three times yesterday and the customer was advised the insulin pump will need to be replaced. Advised the customer that he may continue to wear the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.